Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced possible peritonitis manifested by uneasiness coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The treatment and outcome of the event were not reported. The action taken with dianeal therapies were unknown. No additional information is available.